Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿bleeding 5g¿? Was the clipping performed endoscopically? Was the re-op procedure performed endoscopically? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a hartman procedure that patient started bleeding 5g after 5 hours anastomosis done (reversal of hartmann) by using our cdh29p. The tissue donut is intact and the anastomotic staple line is good straight after the surgery. But after 5 hours, the staple line started bleeding and have to transfuse 4 pints of blood and put 8 clips on it. Needed revision surgery on same date. (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Additional information was requested, and the following was obtained: 1. What is meant by ¿bleeding 5g¿? Ans: blood loss 5ml which bleeding from the stapler line. 2. Was the clipping performed endoscopically? Ans: yes. 3. Was the re-op procedure performed endoscopically? Ans: yes. 4. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 5. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 6. What healthcare professional fired the device and what is his/her experience with the device? Ans: surgeon fired the device, and he is happy with our cdh29p and only using this sku all the while for his relevant case. 7. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: middle-b. 8. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 9. Were there any issues with device use/firing? Ans: no. 10. What confirmation was received that the device completed the firing sequence? Ans: audible and tactile feedback from the breakaway washer and the green checkmark appeared after firing. 11. Was the green checkmark visible at the end of the firing? Ans: yes. 12. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: two full round turn. 13. Was there any difficulty removing the device? Ans: no. 14. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. 15. Were the donuts inspected? If so, please describe. Ans: yes, there were the completed donuts have been seen after firing. 16. Were there any issues noted with staple formation? If so, please describe the shape and location. Ans: no issues for the staple formation after firing. 17. How was the bleeding identified? Ans: patient pass motion with blood. 18. What was the total estimated blood loss (ml)? Ans: 5ml. 19. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: no for anti-coagulant. Dynastat for pain management. 20. Was the bleeding intraluminal or extraluminal? Ans: extraluminal. 21. What is the source of information for the queries above? Ans: answered by the surgeon.